Event description:
It was reported that the drill started smoking when in use. There was no pt involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The drill was returned to the MFR and the complaint was confirmed. Internal components were evaluated, which revealed the presence of corrosion throughout the handpiece. Corrosion can lead to increased friction among the rotating components of the drill which can cause smoking of the device.